Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received and there appeared to be false termination of atrial fibrillation episodes due to atrial beats falling into the refractory period. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.